Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with ciprofloxacin hydrochloride (dose, route, duration and frequency were not reported) for peritonitis. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.